Event description:
A customer reported that when they used excel off brand reagent their blood glucose meter would go on and off without any blood glucose results. No result could represent a serious medical condition if a person depended on the results to adjust medication. While on the phone a review of the system was attempted. The customer did not have the requisite supplies to continue to test and these are being provided. In addition, the customer indicated that the low battery symbol was illuminated. Batteries were replaced but this did not solve the on-off problem. Follow-up with the customer will be made.